Event description:
It was reported that pump display showed only backlighting with no graphics visible, which affected ability to interact with pump and read pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged a replacement pump under warranty, provided instructions for storage mode and return of problematic pump within 10 days, and advised customer to enter pump settings and reconnect continuous glucose monitor to replacement pump.